Event description:
A pt was connected to the evita xl ventilator and the ventilator was running in aprv mode. The ventilator thigh and tlow settings were not set correctly by the user. The pt was connected to the ventilator for 30 hours while the thigh and tlow settings were incorrectly set which allegedly resulted in pt harm. The pt was removed from the evita xl ventilator and was transported to another hospital where the pt expired.